Manufacturer narrative:
Sections g4, g7, h1, h2 has been updated. 4310 - isi has received the fenestrated bipolar forceps instrument involved with this complaint. Failure analysis confirmed that the grip was dislodged from the clevis. However, the grip was not broken or missing any pieces. Both ears of the distal clevis were broken. One distal clevis ear was broken and not returned, measuring roughly .166 inches by .522 inches. The other distal clevis ear was broken and returned with the instrument. This failure is most commonly caused by overloading at the instrument tip. As a result of the breakage, one of the grip sets became dislodged. The pet heat shrink was also torn at the distal clevis. Material from the heat shrink was missing. This failure was caused by mishandling/misuse such as excessive contact with abrasive or hard surfaces during use or reprocessing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps instrument involved with this complaint. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a vinci-assisted surgical procedure, the plastic fragment from the fenestrated bipolar forceps instrument came off and fell inside the patient and was retrieved. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted gynecological diagnostic laparoscopy procedure, the customer had issues with the fenestrated bipolar forceps (fbf) instrument. There was no report of patient harm. Intuitive surgical inc. (Isi) followed up with the customer and obtained the following additional information. It was determined that three fbf instruments had issues during the same procedure in which the surgeon was removing adhesions for a diagnostic laparoscopy. Refer to the three reports created and submitted (178245, 178244, and 178242). The first fbf instrument (lot # l90190908) had issues providing bipolar energy for cautery. The second fbf (lot # l90190908) had an issue with bipolar energy, and the white plastic part of the instrument broke off near the jaw area. The jaw started to become separated. The fragment was retrieved successfully using a back-up instrument with no reported patient harm. The third fbf instrument (lot # l90190412) had an issue with bipolar energy, and had the whole plastic portion break off. The plastic fragment was retrieved successfully using a back-up instrument with no reported patient harm. All three instruments were reported to have been inspected prior to use. The customer was able to remove all three fbf instruments from the patient. The wrist of each instrument was straightened during removal. There was no tissue damage and no collision reported during the procedure. The patient had no post-operative complications. No video recording or image of the procedure were available. No related system errors were found to have occurred in the procedure. The procedure was completed with no report of patient injury.